Manufacturer narrative:
Initial and final (B)(4) - device 6 of 9.

Event description:
Reference number (B)(4).. Event occurred in the united states. It was reported that the patient faced kinked cannula event has occurred since about mid september or 15-sep-2024. The event occurred within 3 hours of insertion. The infusion set was inserted in thigh. Blood glucose level reported during the event was 564 mg/dl. Ketones were also present. Patient takes manual injection and replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.